Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300 mg/dl). Reportedly, the customer ran out of insulin. Reportedly, the customer received the proper low insulin alerts; however the customer intentionally ignored the alerts. Customer changed the supplies and delivered a bolus to address elevated bg levels. Subsequently, customer's bg levels dropped to 59 mg/dl. Reportedly, the customer hadn't consumed carbohydrates, and reportedly the customer may have over corrected for the reported elevated bg level. Customer ate carbohydrates to address low bg levels.